Event description:
The customer reported that the tube was inserted on (B)(6) 2022 and broken shaft was observed presenting to emergency department (ed) on (B)(6) 2023. There was no patient harm reported. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 17-feb-2021. A sample have not yet been received at the manufacturing site for investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Since the device is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.